Manufacturer narrative:
Investigation results: one mz1000 sample was received in sealed packaging from lot 22055430 for investigation. As part of the investigation, the customer also returned a b. Braun extension set in sealed packaging. A visual inspection of the returned sample did not identify any obvious damage or manufacturing defects that could have contributed to the customer's experience. The returned sample was subjected to functional testing by connecting b. Braun extension set to both the male luer and female luer adaptor of the maxzero; no connection issues or inadvertent disconnection was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 22055430 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that bd maxzero needleless connector disconnects. The following information was received by the initial reporter with the verbatim: maxzero is not compatible with their infusion sets. Sometimes it can be easily disconnect from b-braun infusion sets. Therefor, the patient didn't receive the dose of medication. In fact, the patient who received propofol and was put the sleep woke up due to the extension set didn't fit properly and then came off.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.